Manufacturer narrative:
Sample from the patient was submitted for investigation and a streptavidin interfering factor was found. Product labeling documents this interference: rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A general product problem could be excluded.

Event description:
There was an allegation of questionable results for multiple assays for one patient from cobas 8000 e 801 serial number (B)(6) due to interference. The questionable results were reported outside of the laboratory. The sample was repeated on an abbott analyzer and the results were normal and in line with the clinical expectations. This medwatch is for the t3 assay. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The investigation is ongoing.